Event description:
Reporter stated that six sets have been found to leak at the female luer adapter (hub). Two incidents occurred during priming with a syringe, not involving patients. In four instances, leakage at the hub was noted when the set was attached to a buretrol set (product code 2c7519), but there was no patient adverse event and the only action was to change the extension set. The reporter stated that several sets "were difficult to screw on" and had a "crooked feeling."